Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and battery gauge was fluctuating for a short period of time while pump was charging. Another wall adapter was used and pump was successfully charged. Customer's blood glucose was 182 mg/dl.